Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use in a severely calcified artery. During the procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres within 30 seconds. The device was removed using normal method without any issue and the procedure was completed with another of same device. No complications were reported and the patient was in good condition post procedure.